Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. It was reported the sds was prepared for use inside the patient anatomy. It should be noted the xience prox everolimus eluting coronary stent system instructions for use (IFU) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It does not appear that the violation of the IFU caused or contributed to the reported difficulties.

Event description:
It was reported that the xience prox stent delivery system (sds) balloon could not be opened [inflated] after it had been advanced into the target lesion. The device was removed and another xience prox was successfully used. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery. The lesion was pre-dilated with a 2.5 mm balloon catheter. The xience prox 4.0 x 18 mm stent delivery system (sds) was placed at the target lesion site and inflated to 16 atmospheres when the delivery system balloon ruptured. The stent was implanted so the delivery system was removed without resistance. The device had been prepped inside of the patient's anatomy. There was no issue during preparation. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.